Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 40 (mg/dl). The customer stated the low bg level was caused by alcohol consumption. The customer disconnected the pump from their body before going to the hospital. While in the hospital the customer received an injection via glucagon pen to address low bg level. The customer was released from the hospital on the day of the report.